Event description:
Based on a customer mandatory medwatch submission, it was reported that during a pt event, the pt required a synchronized cardioversion shock. The pt received the first synchronized shock successfully; however on the second attempt at cardioversion, a defibrillation (asynchronous) shock was delivered. Subsequently, the pt went into a ventricular fibrillation rhythm and after multiple defibrillation attempts, the pt did not survive.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated the device and observed the device to be functioning normally. The hospital biomed also sent the device to a third party biomed who concluded that the device was functioning normally as well. The printed ECG recording from the device indicates that the synchronized cardioversion function was turned off less than one second after it was turned on, just prior to administering the second defibrillation shock to the pt, which caused the pt to go into a ventricular fibrillation rhythm. A clinical review of the reported issue determined that the device use contributed to the outcome of the pt. It was determined that use error was the cause of the reported issue. The pt ECG rhythm strip shows atrial fibrillation (af) just prior to the pt receiving a synchronized shock at 200 joules. The rhythm remained in af. Sync mode was turned on but immediately turned off approximately 1.5 seconds before the second shock at 300 joules was delivered. After the non-synchronized shock was delivered, the rhythm changed to ventricular fibrillation. A third shock was then delivered at 360 joules. The report sent by the customer ends shortly after 360j shock. It was reported that multiple defibrillation attempts were made.